Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not detected on the bus. The field service engineer (fse) powered off the station, reseated the pyxibus cable and all the drawer board components. The station was rebooted, and the hardware test application was launched to release cubies. After removing cubies, the side panel was removed to access the row board cable, which was then reseated. The side panel and cubies were reinstalled, and the station was rebooted again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.